Event description:
Boston scientific (bsc) crm received info that during implant of this atrial lead, a cardiac perforation occurred. Following the case, the pt experienced difficulty breathing and an echocardiogram indicated effusion. The pt was tapped and 250cc of fluid was withdrawn. Sensing and impedance were stable; however, thresholds showed no capture at maximum output. Therefore, the pacemaker was programmed to vdd.